Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies in drawer 4.2 were not detected on bus. A field service engineer removed the back panel and checked the light emitting diodes (leds) on the controller boards. The back of the drawer was then removed, and the row board cables were reset. After securing the back of the drawer, the bus cable was reconnected. The station was powered up, and functionality was verified. Additionally, preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all cubies in drawer 4.2 were giving device not detected on bus, drawer does open but cubies were not recognized. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.